Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump is not working. The customer was exposed to an MRI. The customer was unable to complete pump rewind due to pump alarm. The insulin pump will return. The customer's blood glucose value was 108 mg/dl.

Manufacturer narrative:
Motor error alarm during rewind due to jammed motor gear box. Pump passed the stop current test. Unable to perform the self test, off no power test, unexpected restart error test, displacement test, prime test, occlusion test and no delivery test due to motor error alarm. The insulin pump had cracked case at display window corner, minor scratched display window and missing end cap sticker.